Manufacturer narrative:
Product complaint # (B)(4). Additional information: component code: g07002 - device not returned. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Please clarify, was suction achieved with the damaged reservoir? Unk. How was the case resolved? Unk. Was a new reservoir needed to correct the situation? Unk. Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. The device has been received at sukagawa and will be shipped. Please check rmao. What is the lot number of the 2233 blake drain? Unk. Were there any quality issues in regards to the 2233 blake drain? No. Please specify the quality issues reported with the 2233 blake drain as I already wrote in additional event info, the customer regarded the drain and reservoir as ¿one drainage system.¿ thus, it regarded this issue as an ¿issue with the system.¿ therefore, it returned the both of the drain and reservoir. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown breast and endocrine surgery on an unknown date and a reservoir was used. In the ward/ICU, the exit port cap was hard to be closed and it was difficult to be locked. Further details are not provided. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). H3 evaluation. One complaint sample receive for analysis. Material incoming inspection records for the tubes used in the exit port of lots of the reported complaint were reviewed and no issue were recorded, all characteristics evaluated pass the acceptance criteria. Therefore, is considered this material factor does not contribute to the reported complaint defect. Man in accordance to instructions for use (IFU) for this medical device, this is a suction reservoir, and it is designed to evacuate potentially detrimental collection of certain fluids from wounds in body cavities though its mechanism of suction. Therefore, in order to have a proper functionally and for the correct activation of this suction reservoir it is necessary that after drain tubing is connected to the port, start the suction by gently bending up the bottom flap, the unit will release, and suction will begin, in addition, an airtight seal between all system components (drain, adapter, and reservoir) is necessary for proper system function. To deviate the given indications is considered an inadequate usage of this suction reservoir. Therefore, it is considered this man factor could contribute to the reported complaint defect. Based on the present analysis, and condition of sample received it is determined that the reported complaint is not confirmed, and it is not related to manufacturing process and other external causes could have affected the product integrity such as handling, non-proper usage or any other possible contributor out of the manufacturing control. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. Attempts have been made to obtain the device. If further details are received at a later date a supplemental medwatch will be sent. " what is the lot number of the 2233 blake drain? Unk. Were there any quality issues in regards to the 2233 blake drain? No. Please specify the quality issues reported with the 2233 blake drain as I already wrote in additional event info, the customer regarded the drain and reservoir as ¿one drainage system.¿ thus, it regarded this issue as an ¿issue with the system.¿ therefore, it returned the both of the drain and reservoir. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.